Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing and pacing inhibition. Less than two seconds of asystole was noted. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.